Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for evaluation. Device analysis revealed that the coil was found to be stretched, in addition has the interlock arm detached. The zap tip of the main coil has a smooth surface. The interlocking arm of the main coil was found detached and missing. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "the interlock fibered idc occlusion coil is designed to be delivered under fluoroscopy with a 0.021 in (0.53 mm) inner diameter (i.d.) Microcatheter (e.g. Renegade¿ microcatheter) with one or two radiopaque (ro) tip markers". Also states: "in order to achieve excellent performance of the interlock fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device". (B)(4).

Event description:
Reportable based on device analysis completed on 11-jan-2017. It was reported that the coil detached prematurely. The target lesion was located in the moderately tortuous left internal iliac artery. A 10mm x 50cm interlock¿ detachable coil was selected for use. During procedure, the coil detached prematurely inside a non bsc catheter. The catheter was removed with the detached coil. No patient complications were reported. However, device analysis revealed that the interlocking arm of the main coil was found detached and missing.